Event description:
It was reported that the ilet delivered correction insulin for a prolonged high glucose while also presenting alert 38 for consecutive stalled motor, consistent with a failure to infuse associated with the motor component, and the user ultimately disconnected and administered a manual insulin injection; the pump was restarted and an infusion site change was completed, after which no further pump alerts were observed. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting and findings consistent with a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.